Event description:
Complainant alleged that the medics were attending a pt who was in cardiac arrest. The pt was presenting a ventricular fibrillation heart rhythm. The medic defibrillated the pt twice at 200 joules each time. The pt then presented an asystolic heart rhythm, and the medics began to pace the pt. The pt's heart rhythm was captured. The device the began to display "check electrodes" and "poor pad contact" error messages. The device stopped pacing the pt. The pt then went back into a ventricular fibrillation heart rhythm. The medics then attempted to defibrillate the pt two more times, but the device again displayed "check electrodes" and "poor pad contact" error messages. The medics checked all connections, and all appeared securely attached. The medics then attempted to defibrillate the pt a third time, but the anterior electrode arced, and there was a burning odor. The medics then obtained another device to treat the pt. The complainant indicated that the pt subsequently expired.